Event description:
Customer called to report the pump had no delivery alarms on display with no audible tone. Troubleshooting was performed. The audible tone was not able to be heard. Device was not dropped, bumped, or exposed to moisture.